Event description:
It was reported that this (ra) lead was explanted and replaced due to loss of capture. No additional adverse patient effects were reported. This lead has not been received for analysis.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, this right atrial (ra) lead required multiple repositioning's. Due to the difficulty to position this lead, it initially resulted in sensing issues, and there was no capture found. Subsequently, this lead was able to be implanted without further issue. No adverse patient effects were reported.